Event description:
The customer initially reported that their device was showing its charge-pak icon. After an evaluation of the device by physio-control, it was observed that the device had internal electrical leakage which will deplete the internal hlc batteries. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to two electrically leaky filters, fl10 and fl11 from the analog pcb assembly. The customer received a replacement device.